Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00512, reference MFR report: 3008829311-2017-00514. It was reported all 3 of the patient's leads had migrated. Surgical intervention was undertaken and all 3 leads were removed and replaced. Postoperatively, the patient was reportedly receiving effective therapy.